Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch (no creased). Inspected j2/lcd connector and no unlocked connector noted. Time advances properly. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. No unexpected insulin smell noted. No moisture damage found inside the pump. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that insulin pump had exposed to fluid. The blood glucose at the time of the incident was lately toward 300 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.